Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, fatigue and breast cancer. The patient did receive medical intervention and is receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, fatigue and breast cancer. The patient did receive medical intervention and is receiving chemotherapy. The reported event of breast cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case and was considered past medical history by the patient. Based on the information available, the manufacturer concludes no further action is necessary and a follow up report will be submitted if any of the alleged information changes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1 has been updated to reflect the change from a reported harm to a no harm. Section b7 was updated to reflect the patient's past medical history. Section d has been corrected to reflect the correct device information. Section g3 was updated with the new bad. Section h1 was updated to reflect the change from a reported harm to a no harm. Section h4 was corrected to reflect the device's mfg date. Sec tion h6 has been updated with the type of investigation, investigation findings and investigation conclusions. Also the health effect clincal code 3262 is no longer applicable. The health effect impact code was updated to reflect the change from a reported harm to a no harm.